Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopic procedure with labral repair, the surgeon used the 2.4mm x 8.9mm biocomposite hip pushlocks, ar-2924bch and the first pushlock was implanted with no issues. The surgeon then used the ar-2924dhs-1 disposable kit to prepare the bone socket and there were qty. 4 of the 2.4 hip pushlocks that cracked on the first impact. The surgeon prepared the bone socket exactly the same way and also took extra precaution to make sure the anchor was in line with the socket before malleting in the pushlock and cycled the drill each time to make sure there was not bone debris in the sockets. The material from each anchor that broke off was found and removed from the patient. The patient was not affected by the anchors breaking. The case was completed by using two 2.9mm hip pushlocks.